Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient has been to two void trials and thus far has not been able to empty their bladder. Caller reported after the first void trial patient had a small response that was just a drip. Caller stated after the second void trial they had a slightly stronger response, but that same day patient had to have their catheter put back in. The caller clarified patient has had a catheter in for over a year now full time and patient refuses to do self-cathing. The caller inquired if increasing stimulation might help the patient have a better result. The caller mentioned patient is a type 1 diabetic and is 80 years old, so their bladder is just not working. Reviewed therapy overview and redirected caller to patient's healthcare provider to further address the issue. Caller confirmed therapy is intended to help with urinary retention. When the agent asked for event date for the retention issue caller stated patient has had a retention problem since they started being treated for it probably in 2019 and stated since patient got implant on (B)(6) 2025, they have not been getting a 50% reduction in symptoms and stated they would say patient might be getting a 0-1% reduction. Reviewed role of patient services. The patient was redirected to their healthcare provider to further address the issue. . . Caller stated they talked to dr. (B)(6) about this, and they were in dr 's office on (B)(6) and reviewed with them then that it was not really working. Emailed field staff to notify of situation. Caller declined to update managing healthcare provider with device registration as caller stated they did not know if they should update at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.